Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a critical pump error image on the insulin pump¿s screen. The customer was asleep when the alarm occurred. The customer¿s blood glucose level was 4.5 mmol/. The customer was advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button, and scratched case.